Event description:
It was reported that the ilet user experienced three unsuccessful infusion set insertions due to user error, including forgetting to remove the needle guard and folded adhesive, which led to an infusion set deployed incorrectly. The final insertion was successful, and replacement adapters, connectors, and two 2-packs of teflon inset 23", 6 mm were shipped. No reported symptoms or change in blood glucose. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included a customer service troubleshooting assessment and review of user technique with guidance to call for walk-through on future changes. Investigation of this case revealed user handling issues consistent with incorrect insertion and connection of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user error.